Event description:
It was reported that after moving a patient from induction to urology, the nibp (non--invasive blood pressure) could not be measured with the m540 monitor. The patient was cardiopulmonary stable and there was no adverse patient impact.

Manufacturer narrative:
The cockpit logs provided for review showed nibp data import error messages. However, further investigation into the cockpit c700 logs provided no root cause for the messages. The m540 logs that were provided were determined to be the incorrect m540. The logs downloaded after the event were taken from the iacs, with an m540 docked. During investigation, it was determined that another m540 was in use during the event. When attempting to obtain the correct m540 logs, the logs for the date of the event had already been overwritten due to the device remaining in use. No root cause of the error messages could be determined from the cockpit logs, and as the m540 logs were unavailable, a root cause could not be determined. As the m540 continued to be used, and it was further confirmed that the issue did not reoccur and a root cause could not be determined, the reported symptom may have been a temporary issue. Since the device has been back in use, no further issues have been reported.

Event description:
It was reported that after moving a patient from induction to urology, the nibp (non--invasive blood pressure) could not be measured with the m540 monitor. The patient was cardiopulmonary stable and there was no adverse patient impact.

Manufacturer narrative:
The cockpit logs provided for review showed nibp data import error messages. However, further investigation into the cockpit c700 logs provided no root cause for the messages. The m540 logs that were provided were determined to be the incorrect m540. The logs downloaded after the event were taken from the iacs, with an m540 docked. During investigation, it was determined that another m540 was in use during the event. When attempting to obtain the correct m540 logs, the logs for the date of the event had already been overwritten due to the device remaining in use. No root cause of the error messages could be determined from the cockpit logs, and as the m540 logs were unavailable, a root cause could not be determined. If the reported issue occurs again, another complaint will be opened to re-investigate.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that after moving a patient from induction to urology, the nibp (non--invasive blood pressure) could not be measured with the m540 monitor. The patient was cardiopulmonary stable and there was no adverse patient impact.